Event description:
The patient developed an infection at the lead site. The lead was removed. A new lead was implanted approximately one month later and was successful. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4)